Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 16:56:58. During night drain cycle one, the patient's ultrafiltration reading was 2410ml, indicating the home patient drained 2710ml more than their maximum programmed fill volume of 2000ml. No additional information is available.